Event description:
It was reported that during a rotator cuff repair procedure, the suture capture came off the device and got stuck in the patient shoulder. Broken piece was successfully retrieved from the patient. A backup device was available to complete the procedure with no delay or patient injuries.

Event description:
It was reported that during a rotator cuff repair procedure, the suture capture came off the device and got stuck in the patient shoulder. Broken piece was successfully retrieved from the patient using a tissue grasper and suture retriever. A backup device was available to complete the procedure with no significant delay or patient injuries.

Manufacturer narrative:
Event description updated per new information received. Patient identifiers provided.

Manufacturer narrative:
The reported needle and suture capture, intended for use in treatment, was not returned for evaluation. A relationship between the product and reported incident cannot be established as the product was not returned. Without the reported product a visual evaluation cannot be performed and customer¿s complaint cannot be confirmed. From the information provided, ¿the suture capture came off the device and got stuck in the patient shoulder.¿ an exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: incorrect loading technique. Excessive force. Incorrect clinical suture used. Use of other suture is not recommended and may compromise device performance. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.